Event description:
Revision surgery was performed. MRI results from (B)(6) 2015 revealed the following: evidence of fluid collection consistent with a small pseudo tumor. The subject underwent diagnostic testing (B)(6) 2015) because of some rarefaction on x-rays, but mainly due to transiently elevated cobalt and chromium levels, along with left hip pain.

Event description:
Metallosis and a loose femoral head noted during procedure.